Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported issue. When the device was received the display showed ok with no other icons present. The device memory was downloaded and there was no evidence that the unit ever had all three icons (charge pak, attention and service wrench) present on the display. Proper device operation was then observed through functional and performance testing; the device powered on and defibrillated when prompted with no discrepancies. The cause of the reported issue could not be determined. The customer was provided with a replacement device.